Event description:
The customer reported that the syringe pump extension tubing cracked and some of the nipride leaked onto the floor. The nipride drip was increased to 3 (units of dosing or rate not reported) before the nurse realized the cracked tubing, then decreased the nipride back to 2. There was no patient harm reported.

Manufacturer narrative:
No product will be returned. No investigation was performed. The root cause of this failure was not identified.

Manufacturer narrative:
(B)(4)